Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified, distal, right coronary artery (rca) with 80% stenosis. Pre-dilatation was performed and a 3.0 x 23 mm xience expedition stent was successfully deployed at 10 atmospheres. Following stent implantation, a distal edge dissection was observed. A new 3.5 x 28 mm xience xpedition stent was successfully implanted to cover the dissection. The results were very good with timi iii flow without any residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.